Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and sensing and threshold measurements had decreased. It was noted that the insulation was damaged. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed trilumen insulation abraded through approximately 29.8 to 31.5 centimeters from the is-1 terminal pin. This type of abrasion is consistent with lead on lead contact.